Event description:
As reported by the sales rep per the user facility: tubing disconnected. Location of disconnect on set unk at this time. Per customer, nicu patient's "blood loss was severe enough that it necessitated a blood transfusion". Patient has since stabilized. Additional information provided by the facility indicated the infant stabilized and suffered no additional adverse sequela associated with the incident.

Manufacturer narrative:
The actual device involved in the incident was returned for evaluation along with an unused set identified with the same lot number as designated for the complaint sample. The used set was noted to have the smallbore male ll adapter separated from the tubing. Visual evaluation of the returned sample showed evidence of solvent hazing on the circumference of the tubing, indicating some solvent was applied at the joint per specification. The critical dimensions of smallbore male ll assembly and the tubings were measured and found acceptable. The unused, returned sample was subjected to a pull test as part of the complaint investigation. The pull test value at the tubing insertion point into the smallbore male ll adapter was slightly below the manufacturing specification, but exceeded the iso requirement. The house retains for the reported lot was physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. The complaint is still being evaluated and the investigation is ongoing.